Manufacturer narrative:
(B)(4). Batch #unk. Facility medwatch report # mw5074365. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. [(B)(4).pdf].